Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer (nurse) reported for patient via phone call for low blood glucose. The patient's blood glucose was over 500 mg/dl at the time of the incident. Patient's current bg: 520 mg/dl. Patient has treated with manual injection. Customer wants to get a replacement pump due to insulin pump not working and does not feel safe wearing pump. Customer declined troubleshoot for high blood glucose due to healthcare provider. The pump will be returned for analysis.